Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the it (information technology) department switched ips and didn't let anyone know prior to case taking place. Worked with it to get current ip address for o-arm and stealth. Tested connection and functioning properly now. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: connector 9735859 pnl-mnt ethrnt s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure the navigation system was not communicating with the imaging system. The use of the navigation system and imaging system were discontinued. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the procedure was a left si joint debridement and the surgical delay was 20 minutes.